Event description:
During preventive maintenance service, the manufacturers field service engineer (fse) reported the backup battery failed testing. The fse reported the battery would not hold a charge. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. The fse informed the customer of the reported problem and the customer declined replacement of the battery. The customer requested the fse tag the ventilator with a note stating the backup battery was not functional. Final applicable testing was performed and passed to operating specifications.

Manufacturer narrative:
Customer declined battery replacement; ventilator tagged for non-functional battery.